Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the trocar broken off in the middle of the sheath. It was a clean break at the stable thread. The trocar had been inserted in the umbilicus. Another trocar was inserted and after about thirty minutes the piece was retrieved. There was no patient consequence reported at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the cannula broken. On the broken surface the cannula was noted melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.